Manufacturer narrative:
Good faith effort attempts were made to try and retrieve explant date (field d6b from section d suspect medical device). As of today, no information has been received; therefore, an approximate date was entered. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected. Subsequently, the health care professional (hcp) contacted boston scientific technical services (ts) to request why this had happened. Ts explained to the hcp a request would be sent to boston scientific engineering to analyze the battery data from this icm device; however, to determine the exact root cause, this icm device should be explanted and returned to perform a detailed analysis. Engineering analysis of device data indicated this icm device experienced a rapid drop in battery voltage, and the root cause is unknown. A subsequent call was received by ts from the boston scientific field representative; they discussed general magnet information and the programmed magnet configuration for this icm device. Additional information indicates this icm device was explanted from the patient, due to the initially reported issue, and returned to boston scientific for analysis. No new icm device was implanted at the time. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to communicate the device evaluation results and to correct the initial reporter state (field e1) from section e, initial reporter. This insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. An assessment of the icm device data found the device battery to be depleting prematurely. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected. Subsequently, the health care professional (hcp) contacted boston scientific technical services (ts) to request why this had happened. Ts explained to the hcp a request would be sent to boston scientific engineering to analyze the battery data from this icm device; however, to determine the exact root cause, this icm device should be explanted and returned to perform a detailed analysis. Engineering analysis of device data indicated this icm device experienced a rapid drop in battery voltage, and the root cause is unknown. A subsequent call was received by ts from the boston scientific field representative; they discussed general magnet information and the programmed magnet configuration for this icm device. Additional information indicates this icm device was explanted from the patient, due to the initially reported issue, and returned to boston scientific for analysis. No new icm device was implanted at the time. No adverse patient effects were reported.